Event description:
The following has been reported: ICU ims syringe driver reported to self purge noradrenaline (inotrope) cause patient blood pressure to go very high. Reporting as a conservative measure. Adverse event effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. "Device history log was reviewed and event cannot be confirmed, data embedded in history log is insufficient to confirm the reported event." "The reported device was not received in brézins for investigation. According to the provided technical service information, the device required a pressure calibration, which has since been completed. Following this adjustment, the device has been thoroughly inspected, confirming all functions operate within specification. No faults were detected that could be linked to the issue described in the complaint regarding the self-purging of noradrenaline and the associated rise in patient blood pressure. For this complaint, the device was found operational and no root cause could be identified in relation with the complaint details provided and is therefore not valid." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.